Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor failed per specification due to high readings.

Event description:
It was reported the customer was previously hospitalized due to a bent cannula. The mother reported that the customer had received a bad sensor alert. The customer's blood glucose was 94 mg/dl. The customer was advised of calibration techniques to avoid sensor errors. No additional information provided.